Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited no telemetry and no tones with magnet application at a routine follow up appointment.